Event description:
The rn opened a new box of scalpels and stabbed herself. The blade of one of the scalpels was sticking put of the end of the package.

Manufacturer narrative:
Root cause: because of the extrusion of each blade between each other during transportation, the button on the blade was in a state of force causing it to lose its self-locking function, while, at the same time, the plastic handle was moved by external force or inertia exposing the blade. Action taken to prevent re-occurance- the safety scalpel has been re-designed. To change the shape and thickness of the as-formed packaging tray to ensure the self-locking function is not compromised and the blade will not penetrate the packaging.